Event description:
As reported through the article titled, "woven endobridge versus stent-assisted coil embolization of cerebral bifurcation aneurysms" a retrospective single-center study was performed that comprised of 63 bifurcation aneurysms that were treated endovascularly with web devices between 2011 and 2019. Of those 63 cases, 1 patient with an unruptured aneurysm measuring (4.2mm/dome x 2.7mm/neck) developed an asymptomatic thrombus formation, which was managed by an intra-arterial abciximab. The patient was reported to have complete resolution.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed and a lot history trending review could not be performed. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. Article bibliograph: el naamani, kareem, et al. "Woven endobridge versus stent-assisted coil embolization of cerebral bifurcation aneurysms." Journal of neurosurgery 1.aop (2022): 1-8.